Event description:
Device issue: none. Adverse event: exacerbation of pre-existing dementia. Onset of adverse event: after the procedure. It was reported that after the implantation of the xact stent in the right internal carotid artery, the pt's pre-existing dementia worsened and became very disoriented and confused. It is surmised that this worsening in the pt's condition is possibly due to the sedation medication and hospital environment. The pt's condition is continuing, but improved without any reported intervention. The pt was discharged two days post procedure. There was no additional info provided.

Manufacturer narrative:
(B)(4). Neurological event may occur during this type of procedure and as listed in the instructions for use, neurological event is a known potential adverse event associated with the use of the product. Based on available info, a definitive cause for the reported pt adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure. All catheters are inspected during the final inspection to ensure the device structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected.